Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient¿s battery was sticking out and was painful since implant ((B)(6) 2018). The patient stated they have a follow-up to assess this on (B)(6) 2018. No further complications were reported/anticipated. On (B)(6) 2018, additional information received from the patient via a manufacturer representative (rep) reporting that the patient¿s ins was ¿loose¿ in the pocket and ¿they could flip it and pull on it¿. It was reported that they saw their healthcare provider (hcp) about this and they told them to stop ¿playing with the ins¿ and that it was healing. The patient also reported that they were recharging every day and using 10 to 15 percent of battery life per day. The rep stated that they read the patient¿s recharge logs which showed an average of 40 minutes of recharging which occurred at 4 day intervals. Therefore, it was indicated that the patient¿s report and the recharge logs did not match. The rep told the patient that every four days would be normal for their current programs and ma running. It was indicated the reported issues were resolved at the time of the report. No further complications were reported/anticipated.